Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had eight contacts on the right lead and two contacts on the left lead that were broken. The patient was reprogrammed but the patient's pain persisted. The patient initially had pain on their lower back and in one leg, but has started to feel a new pain in the other leg. The patient only had high impedances on one lead, however, the physician decided to replace both leads. The patient underwent a revision procedure and both leads were explanted and replaced. The patient is doing well postoperatively.

Event description:
It was reported that the patient had eight contacts on the right lead and two contacts on the left lead that were broken. The patient was reprogrammed but the patient's pain persisted. The patient initially had pain on their lower back and in one leg, but has started to feel a new pain in the other leg. The patient only had impedances on one lead, however, the physician decided to replace both leads. The patient underwent a revision procedure and both leads were explanted and replaced. The patient is doing well postoperatively. Additional information was received that there was physical damage on the lead, near the click anchor. It was also noted that none of the lead contacts had fallen off.